Manufacturer narrative:
The subject maj-897 did not return to olympus medical systems corp. (Omsc) because the subject maj-897 was discarded by the facility. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the delivery of the current in phase of the polypectomy during the colonoscopy with the maj-897, the patient felt the discharge with neuromuscular stimulation of the leg. The subject maj-897 was positioned on the abdomen. The user replaced the subject maj-897 with another maj-897 of the same package and completed the procedure. There was no report of the patient¿s and the user¿s injury regarding this event.

Manufacturer narrative:
The referenced maj-897 was not returned to olympus medical system corp. (Omsc) for evaluation because the maj-897 was discarded by the user. Based on the past similar cases, it is known that during electrical surgery a neuromuscular stimulation will occur due to low-frequency components which is generated by rectification of discharge. Furthermore, it is known that generating of discharge is attributed to the electrode point-contacted with the metal part of the other instrument when the physician activated the high frequency output.

Manufacturer narrative:
Omsc checked the manufacture history of the referenced maj-897, there was no irregularity found.